Manufacturer narrative:
No button error alarm was noted. Intermittent button response was occurring, due to moisture damage on keypad trace.the insulin pump was received with minor scratches on the lcd window, cracked display window corners, a cracked reservoir tube lip, and a reservoir tube cracked.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 222 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.